Event description:
Customer reports discordant hba1c results when run on different instruments. There was no injury as a result of this event.

Manufacturer narrative:
Customer reported that they have not run controls or an optical test on the sys. The cause for the discordant hba1c results is unk.